Manufacturer narrative:
An internal investigation has been performed. Merge healthcare determined that there was a deficiency in the software and this confirmed the customer's reported allegation. Should a user replace a result using the replace result function, the new result is not saved. It should be noted that lis users can use a workaround where a user enters the new result over the old result and saves. This updates the result as expected. This issue of the replace result function not working as intended was identified in merge lis software versions 4.1.4 (released february 10, 2016), 4.1.5 (released april 29, 2016) and 4.1.5 patch 1 (released june 29, 2016). Modifications to the software will be made to correct this issue in the next released version of merge lis.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 a customer requested help editing results. Merge healthcare determined the customer was using the replace result function in merge lis to correct results and the new results were not updating in the system. Merge healthcare investigated the issue and determined that if a user tries to change results using the replace result function in merge lis, when the result is saved the new result does not update in the system. This issue is not apparent to the user. In the worklist, the lis appears to have saved the change; however, looking at the report or the result in data entry shows the result was not updated. Merge healthcare assisted the customer by providing a simple work around in which the user enters the new result over the old result and saves. This updates the result as expected. Inaccurate lab results reported or associated with a patient could lead to an incorrect diagnostic evaluation resulting in an unnecessary procedure or inappropriate treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
Merge healthcare corrected an issue with the replace result function in merge lis. When a user tried to change results using the replace result function, the new result did not update in the system. Merge healthcare determined that there was a deficiency in the software when using the replace result function. This workflow for replacing results is not a common workflow with lis users and was originally for users trying to change the result flagging. The majority of merge lis users delete or modify previously entered results by writing over the previous result. The instructions for modifying or deleting previously entered results is provided in the merge lis 4.1.4 user manual, chapter 7 data entry, stat data entry. This function is working as designed. The replace result function not working as intended was identified in merge lis software versions 4.1.4 (released february 10, 2016), 4.1.5 (released april 29, 2016) and 4.1.5 patch 1 (released june 29, 2016). Modifications to the software were made to correct the replace result's functionality in merge lis software version 4.1.6 released november 22, 2016. Merge lis v. 4.1.6 release notes documented the issue was resolved under release 4.1.6, resolved issues section, ID lis-5262. The merge lis 4.2 user manual was also updated with instructions for using the replace result function in chapter 7 data entry, stat data entry. Customer was upgraded to the corrected version of the merge lis software, lis v. 4.1.6, on march 8, 2017. Revised information contained in this supplement report includes the following: g7: indication that this is follow-up report 001. H1: indication of malfunction as reportable event.